Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2021 wherein the scs system was explanted.

Manufacturer narrative:
Date of event estimated.

Event description:
Manufacturer related report number: 3006705815-2021-03229. It was reported the patient experienced inadequate stimulation with their scs system. Surgical intervention is planned to address the issue.